Event description:
On 12/15/1999, safeskin corp was served with a lawsuit that was filed by the successor in interest to the estate of pt. Plaintiff's claim alleges the following: type I latex allergy; death due to anaphylactic shock.